Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 08-sep-2018, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 22-feb-2018, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 02-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 5.3 mg/ml and baclofen 935 mcg/ml. It was reported the event/difficulty occurred on (B)(6) 2019 post-operatively. It was reported they were unable to aspirate the catheter access port, so the managing physician referred the patient for a revision/replacement. The 8780 was replaced on (B)(6) 2019 and would not be returned as the customer discarded. A full system replacement was performed on (B)(6) 2019, and it was confirmed the catheter was in the intrathecal space with cerebrospinal fluid (csf) flow and injected dye to visualize via fluoroscopy. The pump was also discarded. The patient¿s daily dose was decreased 20% on (B)(6) 2019 from 435mcg/day baclofen, 2.4mg/day dilaudid to 347mcg/day baclofen, 1.9mg/day dilaudid. It was noted before the replacement it was unknown why the hcp was unable to aspirate the csf from the catheter. It was also reported post-op after replacement of the pump and catheter the patient was very sleepy. On (B)(6) 2019, the doctor asked the rep to meet him at the hospital to turn the patient¿s pump down because he was still very sleepy. The rep met him at the hospital to turn the patient¿s pump down because he was still very sleepy, and the pump was turned down 71% from 347 mcg/day baclofen, 1.9 mg/day dialudid, 100 mcg/day baclofen, 0.5mg/day dilaudid. On (B)(6) 2019, around 1150 am, the doctor called the rep and said he was going to turn the patient¿s pump down to minimum rate because the patient had a seizure. On (B)(6) 2019 at 5:30 pm, the doctor called the rep and said the patient was in the process of getting transferred to the hospital where his managing physician was located. He stated the patient had a CT scan that showed the patient to have a sub-arachnoid hemorrhage. The patient was transferred to a medical center. Other medications the patient was taking at the time of the event was ¿unable to obtain, not available.¿ the patient¿s weight was asked and would not be made available (legal/confidential reason). The patient¿s medical history included a work injury, the patient was electrocuted while working on a power line. The injury resulted in a spinal cord injury and head injury. The patient¿s status at the time of this report was ¿alive- with injury.¿ additional information was received from a healthcare provider (hcp) on (B)(6) 2019 indicated the cause of the patient¿s seizure was currently unknown and was possibly a result of narcan with withdrawal. Regarding the cause of the sub-arachnoid haemorrhage it was noted there was currently conflicting reports as the brain CT showed sub- arachnoid haemorrhage, but an MRI taken did not show the sub-arachnoidhaemorrhage. It was further reported the pump was delivering the intended amount of medication and no problems were noted regarding the patient experiencing sleepiness post-operatively. The cause of the inability to aspirate csf from the catheter was undetermined. It was noted the event have resolved and the patient was discharged home on (B)(6) 2019, walking, alert, and oriented. No further complications were reported or anticipated.